Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: other serious outcome: delay in treatment. Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms. Action(s) taken followed b braun tips to resolve alarms (air-in-line and occlusion), tubing replaced (triple bag and send to material management). Other actions taken tubing replaced (triple bag and send to material management). Medication / fluid insulin IV rate unknown.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. Based on the complaint description of air in line, an approved project was initiated for this issue previously. Since a lot number was not provided for this complaint, it is not possible to determine if this device met the specifications that applied at the time it was manufactured. If the device was manufactured after the actions implemented under the approved project, then the device is within specification. However, if the device was manufactured before the implementation of the actions taken within the approved project, there is potential the device is not within specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.